Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #9616099-2011-00867 and # 9616099-2011-00868.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had two (2) precise stents successfully implanted in the proximal/ostial left internal carotid artery during the study index procedure. The patient was asymptomatic for the index procedure. A 6 mm angioguard embolic protection device was used during the procedure. There were no reported product issues, procedural complications, or adverse events reported during the procedure. The patient had no neurovascular deficit upon leaving the angiography suite post-procedure. Post-procedure, the patient was reported to have a myocardial ischemic event/myocardial infarction. No coronary angiography/coronary intervention was performed. The patient was discharged two days after the procedure. Per the discharge summary it was felt that the nstemi was due to demand ischemia from blood loss during the procedure and resolved after she was transfused with 2 units prbc. The event was reported to be unrelated to a cordis product and was related to the index procedure. The patient's medical history includes: hyperlipidemia, congestive heart failure, severe aortic / mitral valve disease, CABG, diabetes mellitus, coronary artery disease and hypertension. (B)(4): the device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15435200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by patient and procedural factors and is not related to a product quality issue. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2011-00867 and # 9616099-2011-00868.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had two (2) precise stents successfully implanted in the proximal/ostial left internal carotid artery during the study index procedure. The patient was asymptomatic for the index procedure. A 6 mm angioguard embolic protection device was used during the procedure. There were no reported product issues, procedural complications, or adverse events reported during the procedure. The patient had no neurovascular deficit upon leaving the angiography suite post-procedure. Post-procedure the patient was reported to have a myocardial ischemic event/myocardial infarction. No coronary angiography/coronary intervention was performed. The patient was discharged two days after the procedure. The event was reported to be unrelated to a cordis product and was related to the index procedure. The patient was asymptomatic for the index procedure. The target lesions for the procedure were the ostial and proximal left internal carotid arteries (lica). The target lesions were reported to be: an 85% stenosis, 35 mm length, 6.0 mm reference diameter, concentric/severely calcified, eccentric, and mildly tortuous. The lesion was pre-dilated. The residual stenosis post-procedure was 30%.